Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine generator changeout due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced. No adverse consequences were detected.